Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. Initial reporter also sent report to FDA is unknown.

Event description:
It was reported that the device is failing accuracy by 7.30 percent during testing. No patient injury was reported.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. Device evaluated by manufacturer: updated. Device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device missing a tamper seal. There was no evidence of the error recorded in the event history log. The reported problem was not duplicated. Running three accuracy tests, the pump was found to be within manufacturing specifications. The investigation found no fault with the device. No corrective action was taken. The root cause of reported problem was unknown. A review of the manufacturing device history record for this device found no causes or potential causes of the customer reported failure. No causes or potential causes of the customer's reported problem were found during the review of service and repair records., corrected data: correction: d4: model number: 6400.